Event description:
It was reported while placing a bravo ph monitor, the capsule did not attach to the patient's esophagus. It fell off the delivery system upon removal from the patient. It was noted that the capsule trocar needle did not advance. No injury to the patient was reported.